Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. Customer stated that the top ring on the reservoir compartment was broken and that they had to clamp it down to secure it. The damage occurred when the customer tried to screw in the reservoir. The insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also added that their holster was broken. The insulin pump will be returned for analysis.